Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 8591-38, lot # d17302, product type accessory. (B)(4).

Event description:
The consumer reported that they had a loss of therapy. The patient stated that ¿the thing they put in my back¿ had not been working for quite some time. The patient also ¿took sick¿ and ¿this started again in my back.¿ the indications for use were radiculopathy and degenerative disc disease. If additional information is received a follow-up report will be sent.